Event description:
A report was received that the patient had to frequently charge the ipg. Premature battery depletion was suspected due to electrocautery used during a non-device related surgery. The patient underwent an ipg replacement and was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Manufacturer narrative:
The explanted device was not returned to bsn, as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.